Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: a review of the pump¿s black box data revealed two pump reboots related to a eaw 054 error and eaw 128 alarm. The battery compartment was observed to be cracked with evidence of moisture inside. The returned battery cap had damaged threads with evidence of moisture on the interior. The pump was unable to maintain an electrical connection using the returned battery cap. A test cap was used to complete the investigation. The test battery cap was unable to fully secure onto the pump. The pump powered on with the test cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no moisture or loose components was observed inside the pump. Unrelated to the initial complaint, all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Also unrelated, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.